Event description:
In temporary reduction, it's very difficult to seat the 3d knee insert trials in the tibia sizer trials. The surgeon has been experiencing this issue at every operation since his first use of 3d knee. This complaint is for all sizes.